Manufacturer narrative:
(Identification of evaluation codes 4114, 3221, 4315). Method code: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The sample was not returned for evaluation; therefore, a complete investigation could not be performed. There was a picture provided; however, the reported event could not be confirmed by that. The lot number was not provided; therefore, the device history records and retention sample could not be obtained and evaluated. A possible root cause could be that the venous line was attached to the quick disconnect too tightly. An awareness training was sent to the manufacturing associates to make them aware of the event and to ensure the connection is not over tightened. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the luer lock on top was too tight. As per the user facility, they noticed that blue cap coming off when they were opening and when they went to switch manifold. They noticed how tight the luer is and have to use pliers. No patient involvement.